Manufacturer narrative:
Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, functional analysis, system risk analysis (sra) and concomitant product evaluation. Trending analysis by lot number was reviewed from 08/28/2016 to 02/22/2017 and trending was not exceeded. Functional analysis was not performed with the unused product since the product was expired. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The concomitant sterrad® was not reviewed as the serial number of the unit was not provided after multiple attempts. There is insufficient information to determine an assignable cause as the actual product used was not returned for analysis. The customer was unresponsive to multiple follow-ups for additional information. Should additional information become available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is tyvek® pouch with sterrad® chemical indicator. The correct common device is heat seal pouch. The correct catalog number is 12548, lot number - the correct lot number is 12115, exp date - 5/17/2017.

Event description:
A customer reported the tyvek® pouch with a sterrad® chemical indicator did not change color correctly after a completed sterrad® cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of tyvek® pouch with sterrad® chemical indicator not changing color correctly.

Manufacturer narrative:
A box of one hundred (100) unused tyvek pouches were received: one pouch had a red and yellow color ci ink bar. Ninety-nine pouches red color ink bars.

Manufacturer narrative:
Expiration date: correction from 5/17/2017 to 4/30/2017.